Manufacturer narrative:
The video graphics array (vga) splitter was returned to the manufacturer for analysis. Functional testing and visual/physical examination was performed and no failure was found. The returned splitter displayed a good image for each port when connected to a known good system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The splitter 9732266 4 port vga (B)(4) was returned for analysis. The returned splitter displayed a good image for each port when connected to a known good system. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9732266, serial/lot #: unknown. No parts have been returned to medtronic for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the case the main cart monitor displayed no input and the surgeon monitor went black. The computer fan was not cycling. The medtronic representative who was present bypassed the video splitter and the software appeared on the surgeon monitor. The site continued with one monitor. There was no delay to the case, and there was no impact on patient outcome. It was later noted that the video splitter was replaced.

Manufacturer narrative:
Device evaluation: a medtronic representative went to the site to test and service the equipment. The navigation system passed the system checkout and was performing as intended. If information is provided in the future, a supplemental report will be issued.